Manufacturer narrative:
Co rec'd one set. The test and investigation has progressed to the point that the vendor has identified the source cause of the problem. This was identified as a deep weld during the process such that this type of defect is less likely to occur.

Event description:
The tubing reportedly, "broke off at the junction distal to the cassette and leaked into the pump." The system was in home use infusing dobutamine at 5mcg/kg/minute (2.8ml/hr) with a container size of 150ml. The homecare nurse had been called to the pt home and she noted that the tubing was broken. She changed out the tubing and dried the pump. She reset the pump and stayed at the pt home to observe the infusion. It seemed to deliver correctly for approx. 20 minutes. She then left the pt home, but was paged to return within one hour. The pump had started to alarm, and the display showed partial messages and unidentified symbols. She turned the pump off/on, and only symbols were visible. It was thought that the leakage from the tubing had entered the pump and caused the device to become wet and to alarm. The pt had a several hour delay in therapy while a second pump was obtained. He experienced some shortness of breath and some mild ankle edema which resolved once the dobutamine was restarted. No add'l info was available.